Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a penumbra engine (engine), a non-penumbra sheath, a non-penumbra intermediate catheter, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the ace68 over the guidewire to the occlusion site and initiated aspiration using the engine and a syringe attached to the sheath. After successfully completing one pass, the physician attempted to retract the ace68 but noticed a curve in the distal end of the sheath. The physician then proceeded to retract the ace68; however, it was observed that the radio marker of the ace68 was not responding to the retraction and remained in place. Upon removal, it was noted that the distal length of the ace68 had unraveled and fractured approximately 10 to 15 centimeters from the distal end. It was reported that the distal fragment of the ace68 was in the carotid artery in front of the distal end of the intermediate catheter. The physician then connected the engine, activated the aspiration directly to the intermediate catheter, and successfully extracted the distal fragment. The procedure ended at this point. There was no report of an adverse effect to the patient.